Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No additional patient information provided.

Event description:
It was reported that there was a request for a log review regarding a drug infusing at the wrong rate. The drug infusing was 60mg of morphine with 20mg of midazolam for a total volume to be infused of 48ml. The drug concentration was 1.25mg morphine and 0.42 per ml. The ordered dose was 2ml/hr. The ordered rate was 2ml/hr. Per the reporter, the infusion began at 111ml/hr, instead of the ordered rate of 2ml/hr. It is unknown how the infusion changed rates. There was no report of patient harm. Although requested, no additional event details provided.

Event description:
It was reported that there was a request for a log review regarding a drug infusing at the wrong rate. The drug infusing was 60mg of morphine with 20mg of midazolam for a total volume to be infused of 48ml. The drug concentration was 1.25mg morphine and 0.42mg midazolam per ml. The ordered dose was 2ml/hr. The ordered rate was 2ml/hr. Per the reporter, the infusion began at 111ml/hr, instead of the ordered rate of 2ml/hr. It is unknown how the infusion changed rates. There was no report of patient harm. Although requested, no additional event details provided.

Manufacturer narrative:
The report of a device infusing at the wrong rate was not confirmed. Log analysis results: ¿all 14 pcu event logs and the 2 syringe module event logs were reviewed. ¿there were no instances of any rates that ran at 111ml/hr or any vtbi¿s of 48ml ¿a list of drugs and drug ids and the corresponding profiles was created for times/dates both a few days prior and after the reported event. ¿adult med/surg is not a profile in the dataset that the customer provided. ¿only one event was observed from all 16 event logs that was close to the event description and occurred with pcu s/n (B)(6) and pump module s/n (B)(6) pump module s/n (B)(6) and syringe module s/n (B)(6) . ¿the syringe module was programmed to run a basic infusion at 1.99ml/hr with a vtbi of 47.634ml however, this occurred at 5pm on(B)(6) 2020 and no programming was performed after 7:16 pm and no instances of a rate of 111ml/hr. The root cause of the reported device infusing at the wrong rate was not identified. No device was returned for investigation. Device history review: no device history or qn search was performed since no serial number was reported by the customer. Multiple devices were reviewed from the 16 event logs provided, however a rate of 111ml/hr was not observed in the any of the logs and it is possible that the source device ran on a different system and is not contained in any of the logs that were provided.

Event description:
It was reported that there was a request for a log review regarding a drug infusing at the wrong rate. The drug infusing was 60mg of morphine with 20mg of midazolam for a total volume to be infused of 48ml. The drug concentration was 1.25mg morphine and 0.42mg midazolam per ml. The ordered dose was 2ml/hr. The ordered rate was 2ml/hr. Per the reporter, the infusion began at 111ml/hr, instead of the ordered rate of 2ml/hr. It is unknown how the infusion changed rates. There was no report of patient harm. Although requested, no additional event details provided.

Manufacturer narrative:
Additional information added to: g3***************************************

Event description:
It was reported that there was a request for a log review regarding a drug infusing at the wrong rate. The drug infusing was 60mg of morphine with 20mg of midazolam for a total volume to be infused of 48ml. The drug concentration was 1.25mg morphine and 0.42mg midazolam per ml. The ordered dose was 2ml/hr. The ordered rate was 2ml/hr. Per the reporter, the infusion began at 111ml/hr, instead of the ordered rate of 2ml/hr. It is unknown how the infusion changed rates. There was no report of patient harm. Although requested, no additional event details provided.